Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm model #: sc-4316 lot #: 18534199 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing increased pain in the hip due to stimulation. No device malfunction was suspected. The physician suspected that the cause of pain was neuropathic or muscular. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing increased pain in the hip due to stimulation. No device malfunction was suspected. The physician suspected that the cause of pain was neuropathic or muscular. The patient will undergo an explant procedure.